Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's doctor that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 800 mg/dl at the time of the incident. The customer also was reported as having low blood glucose. The customer was given medications to bring up their blood pressure and intravenous insulin to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as a nurse will call back. The insulin pump will not be returned for analysis.